Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the package insert, instability and fracture are known adverse effects of the procedure. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices: unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial tray catalog #: ni lot #: ni. Foreign report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address instability approximately seven (7) years post-operatively. The post for the polyethylene articular surface was identified to have fractured and the articular surface component was replaced. Attempts are being made to obtain additional information, however, no additional information is available at this time.